Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed that the warranty seal is broken, the lid is damaged, and the lid has a screw broken off inside its screw hole. A functional evaluation revealed no issues. The unit was opened and found the floor of the unit has liquid damage and rust. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller was not working. An error indicated when using coblate, led for hand piece recognition connection did not stay on when connecting hand piece. The problem occurred on cpb during warming. The device was not initially changed out, it was powered off, reset and finished case with no delay and no measurable amount of blood loss. The same was switched out after case and no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.